Manufacturer narrative:
(B)(4). Section d4: the healthcare facility provided the incorrect device details section g4: no 510(k) number was included due to the subject device being a class 1 device therefore, exempt from PMA pathway to regulatory approval. Method: the complaint (B)(4) flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility stated that the blue clip (glider) of the (B)(4) flexitrunk infant nasal tubing was damaged during patient use. There was no patient consequence. Conclusion: without the return of the complaint device or photographs of the reported malfunction, we are unable to confirm and determine the exact cause of the reported fault. All flexitrunk nasal tubing are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the (B)(4) flexitrunk nasal state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 flexitrunk nasal tubing.

Event description:
A healthcare facility in canada reported via a fsher & paykel healthcare (f&p) field representative that the blue hook of a bc191 flexitrunk infant nasal tubing had broken off and was unable to create a seal during patient use. The healthcare facility confirmed that there was no patient harm.